Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. No moisture damage noted on motor assembly or electronic assembly noted during visual inspection.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 248 mg/dl. Customer stated that the numbers were ramping on their own. Customer stated that the scroll bar was not moving up or down without input from the user. Customer stated that the up or down button may be stuck. Customer stated that the pump might have been exposed to sweat. Customer was able to bolus for their blood glucose level, but when she tried to bolus for her food, it started scrolling again. Customer also received a button error alarm. Customer then changed the battery. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.